Event description:
It was reported that the device could not be deployed. The target location was located in the inferior of the right lung lobe. A 3.0/17/15 leveen superslim was selected for use. During the procedure, the device could not be deployed inside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.